Manufacturer narrative:
(B)(4). Batch # p9374m. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a lap colon surgery, the teflon pad came off. The surgeon could recover it from the patient. They opened a new harhd36 and finished the surgery without any complication. No patient consequence.